Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of obesity, pulmonary emboli, cervical neck pain and cervical disc disease. The filter was deployed via the left femoral vein. The patient tolerated the procedure well. In addition to implanting the filter, the patient also had hardware removed from the anterior cervical 5-7 area and a cervical 3/4-4/5 fusion procedure.   Additional information received per the patient profile form (ppf) states that approximately five years after the index procedure, the patient was hospitalized for chest pain and shortness of breath. It was discovered that patient had suffered from a bilateral pulmonary emboli primarily affecting the segmental branches of the right lower lobe. The patient also experienced bilateral lower extremity deep vein thrombosis, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a trapease vena cava filter malfunctioned resulting in a pulmonary embolism and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting and/or device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. It malfunctioned resulting in a post procedural pulmonary embolism and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, date received by MFR, type of report, type of reportable event, follow up type and evaluation codes. Section description of event or problem: it was reported that a trapease vena cava filter malfunctioned resulting in a pulmonary embolism and occlusion of the inferior vena cava (ivc). Additional information indicated that approximately five years after the index procedure, the patient was hospitalized for chest pain and shortness of breath. It was discovered that patient had bilateral pulmonary emboli primarily affecting the segmental branches of the right lower lobe and bilateral lower extremity deep vein thrombosis. The patient has reported experiencing blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The indication for the filter implant was a history of pulmonary embolism and needing a redo of cervical spine surgery. The patient also had a history of obesity and cervical disc disease and associated pain. The filter was placed via the left femoral vein and deployed without incident. Following the filter implant the patient underwent an anterior cervical 3/4-4/5 fusion and removal of hardware at the cervical 5-7 area. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.